Event description:
Physician employed the use of a trailblazer support catheter during treatment of a severely calcified lesion in the mid common iliac artery. Vessel described as being moderately tortuous. Lesion exhibited 70% stenosis. IFU was followed. Vessel was not pre-dilated. It was reported that the trailblazer catheter tip (10cm) broke off of a non-medtronic 260cm guidewire. Tip was recovered with a non-medtronic snare device. All segments were retrieved, none stuck on guidewire. A new trailblazer catheter was opened to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the trailblazer support catheter was returned in 2 two segments in 2 separate bags. No ancillary devices, cine images or procedure notes were returned for evaluation. The proximal segment was measured from the distal end to the strain relief was approximately 126cm long. Only one radiopaque marker was observed. The yellow strain relief indicates that the device is 0.035in x 135cm trailblazer support catheter. The distal segment was inspected and measured to be approximately 9cm in length. No damage was noted to the distal tip. A kink was observed on the distal segment of the catheter. The distal segment showed traces of blood within the lumen. Two radiopaque markers were observed on the distal segment of the catheter. When the entire length of the catheter ws measured, it was observed that the catheter separated approximately 10cmm proximal to the distal tip. The total length of both segments was approximately 135cm and according to the product labelling the working length is 135cm. Visual inspection under magnification revealed the separation of the catheter may have resulted from torsion and tension stretching of the catheter. If information is provided in the future, a supplemental report will be issued.